Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported via follow-up communication with the clinic that the therapies were inappropriate for atrial fibrillation (af) with rapid ventricular rate. The device was reprogrammed and remains in use.

Event description:
It was reported that a dual-chamber implantable cardioverter defibrillator (ICD) patient presented to the emergency department after receiving a shock. An interrogation showed the ICD delivered anti-tachycardia pacing (atp) and a high-voltage defibrillation shock for an episode detected in the ventricular fibrillation (vf) zone, however it was suspected therapies may have been inappropriate as therapies had initially been withheld for sinus tachycardia (st). Review of the treated episode also showed intermitted right atrial (ra) lead undersensing. The ICD and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.